Event description:
Health care professional (hcp) reports 4 blood leaks noted at onset of pt treatment health care professional reports dialyzers reused between 3-6 times. Health care professional reports no pt injury.